Manufacturer narrative:
Updated: b3, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle was reported to possibly be a chemical solution for dyeing but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and the facility device cleaning/reprocessing information was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use section(s) below: gif/cf/pcf-290 series reprocessing manual chapter 5 ,¿reprocessing the endoscope (and related reprocessing accessories)¿ section 5.5, ¿manually cleaning the endoscope and accessories¿ describes how to reprocess the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the nozzle of the colonovideoscope was clogged with foreign material. There was no reported patient harm or impact due to this event.